Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient presented with t-wave oversensing and experienced inappropriate shocks. The patient's electrolytes were out of range, and there was possibly gastro intestinal bleeding. Several days later, the t-wave oversensing resolved but there was undersensing and shocks when the patient was positioned on their side. The right ventricular lead was capped for pace/sense and the high voltage coil remains in use. A new pace/sense lead was implanted. While closing the pocket after the implant, the right atrial lead became dislodged. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.